Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that he had a high blood glucose of 430 mg/dl and was feeling nauseous, with a stomach ache. The customer stated he had a back-up plan and was not feeling well enough to troubleshoot his insulin pump. He was advised to seek medical attention. The customer responded that he would change out his infusion set and treat with a manual injection and proceed with troubleshooting at a later time. He had changed out the infusion set the previous day. Nothing further was reported.